Event description:
It was reported that a spline detachment occurred. During a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation ablation, a farawave catheter was selected for use. Off-label ablation of superior vena cava (svc) with the catheter in a cobra shape was noted. When the ablation procedure was completed, the catheter was pulled out of the body and it was noticed that one spline detached from the distal tip of the catheter. Since the procedure was completed, the patient was extubated and wheeled to recovery. No patient complications were reported due the event. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.